Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 95 mg/dl and their sensor glucose read 60 mg/dl. The customer also stated, their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported their blood glucose was 90 mg/dl and their sensor glucose was 50 mg/dl. The customer treated their blood glucose with juice. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.